Manufacturer narrative:
Concomitant product : 5076-58 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was experiencing discomfort due to the right atrial lead "pushing up on the skin near the device." It was noted that there were no signs of infection, nor erosion of the pocket, however a pocket revision was done to avoid future complications. The right atrial lead remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was experiencing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.